Event description:
It was reported that the insulin pump had been exposed to moisture; the customer forgot that their insulin pump was still attached to them and they jumped into the river. The insulin pump vibrated but, then it quit. The screen went blank, but not immediately. The customer's blood glucose was 235 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.